Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. Reportedly, the battery compartment was cracked and evidence of moisture ingress was observed within. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/06/2014 with the following findings: inexplicable reboot events, which can be indicative of the event type reported, were observed in the black box data. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture damage was found inside of the battery compartment. The threads of the returned battery cap were damaged. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and no internal damage or defect was found. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event was not duplicated. The following observed device failures are unrelated to the reported event: the display screen was found to be dim and discolored. The keypad cover was completely intact; however, the up arrow, down arrow, and contrast keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under the key contacts of the defective buttons. (B)(4).